Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the calcified, 90% stenosed, mid left anterior descending (lad) artery. During pre-dilatation of the lesion, the maverick2 monorail balloon ruptured at 5 atms on the initial inflation. The procedure was successful completed with another manufacturer's balloon catheter. There were no reported pt complications. Pt status listed as "good".

Manufacturer narrative:
The complaint source confirmed that the product had been disposed. The cause of the difficulties stated in the complaint could not be determined. The manufacturing records for top assembly batch 8995084 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the event could not be determined.